Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values a day after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient was at her home doing chores, the patient mentioned that she changed 3 sensors before she was sought medical attention since all three sensors were reading of low while she experienced polyuria, fatigue, blurred vision and polydipsia. Of note, when the cgm reading was low, the bg was over 300 mg/dl on all 3 sensors. The patient's husband went with the patient to a small clinic. At the small clinic, the patient was treated with an insulin drip. The bg at the small clinic was showing high, therefore the patient was rushed by the husband from the small clinic to the hospital. At the hospital, the finger stick was done, and a ketone test and the patient were diagnosed with diabetic ketoacidosis. The patient was treated with insulin and IV drip and hospitalized for 2 days. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.